Event description:
It was reported when using the bd¿ syringe with needle there was leakage. The following information was provided by the initial reporter. The customer stated: "when rinsing and sealing the tube, a syringe was used to suck the sealing liquid. Liquid was found to be flowing out of the syringe."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2102144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no defects were identified. Per the provided feedback, it is possible that the reported issue resulted from damage to the plunger lip component. This type of damage may occur within the manufacturing facility, during the handling of the product or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.